Event description:
On 2008-(B)(6), the patient reported that there was a medical or therapy problem. The patient stated the lead broke in 2003 or 2004 and this was verified by x-ray. The time frame for the lead breaking was also described as three years prior to 2008-(B)(6). The patient was dissatisfied with the lead. There was a loss of therapeutic effect and the patient had not used therapy for three years prior to 2008. Prior to the lead breaking, the patient used therapy with 80% symptom relief, and wanted to know what could be done. The patient wanted to know if she would be reimbursed for pain and suffering in the event of a revision. It was unknown when the event or symptom occurred. The patient¿s status was fair. Later, on 2014-(B)(6), the patient called again and reported that the stimulator was ¿broken¿ and it ¿stopped working a while back.¿ there was no stimulation sensation. The event date was ¿a while¿ after implant. The patient noted it was ¿a few years ago¿ because she felt like ¿something was wrong¿ and thought ¿it was broken¿ and afterwards ¿it stopped working.¿ the patient still had a little pain and wanted to see if it was working. Then, the patient had a sharp pain in the neck and the doctor thought ¿it broke in the neck part.¿ in 2003 or 2004 the doctor conducted x-rays and stated ¿it broke¿ or ¿something was broke¿ but a couple days after the device started working again. It was ¿probably broken¿ in the neck. The patient described that, ¿maybe one of the wires was.¿ the patient thought it might have a short, or there was a shortage in the wires, but did not know where. In the beginning it worked very well but it was not working as of 2014-(B)(6). Now, the patient had an accident and the doctor wanted to conduct ¿some tests.¿ the accident was described as ¿a lady hit car.¿ the patient knew she could not have an MRI. The car accident was thursday and the x-ray would be done 2014-(B)(6). However, the patient would not know until the day after this call. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 7495-51, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID 7495-51, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID 7435, serial# (B)(4), product type programmer, patient. Product ID 3986ilc, lot# n25764, implanted: 2002-10-(B)(6), product type lead. Product ID 3986ilc, lot# n25764, implanted: 2002-(B)(6), product type lead. Product ID 3986ilc, lot# n25764, implanted: 2002-(B)(6), product type lead. Product ID 3986ilc, lot# n25764, implanted: 2002-(B)(6), product type lead. (B)(4).

Event description:
It was later reported by the healthcare professional (hcp) that the patient¿s outcome was unknown. The patient was last seen this hcp on (B)(6) 2007. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.